Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an unable to calibrate optical sensor message and displayed a poor arterial line waveform. It had been an issue off and on for several hours. After several attempts to remedy, the getinge representative helped the customer connect the console to a femoral arterial line transducer and disconnect the fiber optic. A much better waveform was then present on the console. They were able to zero successfully and resume pumping. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Complaint record ID # (B)(4).